Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 20. Oct. 2011 part 323.062 lot 2793965. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction internal fixation (orif) lisfranc surgery on (B)(6) 2016. The surgeon was drilling a variable angle hole when the tip broke off of the 2.0mm drill bit with depth mark/qc/140mm. The surgeon was able to retrieve the tip easily with no patient harm. There was another device on hand to complete the procedure without a delay. The procedure was successfully completed. The device was discarded and therefore will not be returned. No additional information is available. This complaint involves 1 device. This report is 1 of 1 for com-(B)(4).